Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The seat upholstery had stretched out so much it was resting on the crossbraces.